Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the patient had high blood glucose levels. Customer's blood glucose level went as high as the 600 mg/dl range. Troubleshooting was not performed. Customer experienced vomiting and treated their high blood glucose via manual injection. Customer's current blood glucose level was 550 mg/dl. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.